Event description:
Routine visit made to pt's home to change PICC dressing. Original dressing was wet underneath the insertion site. Dressing was removed. PICC was flushed with normal saline, leaking noted from insertion site. Because this catheter is used for chemotherapy, the line was pulled. Pt is on monthly chemo cycles.